Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, a third party service agent observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The third party service agent evaluated the customer's device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. After clearing the event code and observing proper device operation through functional and performance testing the device was returned to the customer for use.